Manufacturer narrative:
The investigation for the reported pump stop issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device was completed. The product was returned, and the red lumen was found fractured and wrapped around the impeller. The root cause of the pump being unable to start was red lumen issues due to improper technique. Impella cp with smartassist for use during cardiogenic shock section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. After successful implantation of the impella, there was an error message, motor current too high. The pump was started manually, however the pump stopped in auto mode. The pump was removed and replaced with a new impella cp. It was reported that the replacement device ran without problems during the entire procedure. No further information is available.